Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (200 mcg/ml at 30 mcg/day) via an implanted pump. The patient's medical history included spasticity. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2017 it was reported that the patient was taken to surgery for a routine pump replacement procedure. The pump had 10 months to eri (elective replacement indicator). A pump alarm was heard at explant. Telemetry indicated that a motor stall was occurring. The patient was asymptomatic. The pump was replaced with a new pump. The old drug was taken out of the old pump and put into the new pump. The issue was resolved. The patient status was reported at "alive - no injury." Additional information was received and it was reported that the pump did not state a motor stall was occurring, but upon removal and transfer of the drug, the pump was alarming and there was a volume discrepancy. The expected reservoir volume was 11.5 cc and the actual volume removed was 19 cc. On (B)(6) 2017 additional information received reported that the pump was interrogated prior to the procedure in pre-op. No alarm was occurring. During the procedure, there was a volume discrepancy when they went to transfer the drug so the reporter assumed it was a motor stall. The company representative did not hear the pump alarm but in post op discussion with the pa (physician assistant), she said she thought she heard the pump alarm when they took it out (the company representative was not in the room at the time). The company representative did not know the reason for the volume discrepancy. The company representative assumed it was a motor stall but did not have logs stating this. No further patient complications have been reported as a result of this event.